Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and an occlusion alarm occurred. There was no impact to blood glucose. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared. The supplies were changed to address the occlusion alarm.